Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 01/30/2017.  A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture device evaluation:visual analysis of the returned device identified, underweight, one opening extended and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on the posterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.